Event description:
This lead was implanted on (B)(6) 04 and capped on (B)(6) 11. Lead pulled back by physician. Replaced due to patient condition. Lead performed as labeled. The (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)